Event description:
Customer alleged discrepant, back to back blood glucose results of 247 and 90 mg/dl mg/dl, when testing was performed within 3 mins on the advantage system. Customer reported having no symptoms and did not treat/act on the results. A request was made for the return of the suspect device and replacement product was sent.